Event description:
The pump was returned for investigation. Investigation revealed damage to the battery cap and compartment and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery compartment was found to be cracked and the battery cap had stripped threads. The battery cap was not able to tighten on to the pump. The pump powered on with a dim and discolored display screen. A test screen was installed and displayed properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.